Manufacturer narrative:
The reported events were ¿perforated through the ventricular septum¿ and helix mechanism issue. As received, a complete lead was returned in one piece. The cause of the reported event of helix mechanism issue was isolated to the helix being bent and clogged with blood/tissue. Electrical analysis was normal with no other anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. During the implant of the replacement lead the lead perforated the heart and has difficulty extending and retracting the helix. The physician elected to explant and replaced the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿perforated through the ventricular septum¿ and helix mechanism issue. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to the helix stretched, bent, and clogged with blood/tissue. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: for coding should have been unintended use error caused or contributed to event instead of cause not established.